Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The patient reported being hospitalized on (B)(6) 2010 with elevated blood glucose of 47 mmol/l (846 mg/dl). The patient's normal blood glucose range is 8-15 mmol/l (144-270 mg/dl). The patient reported an e4 (occlusion) error had been displayed on the infusion device during the night and he changed the infusion site and tubing. The following day between 12:00-1:00pm his blood glucose measured "hi" on his blood glucose monitor and he bolused 4 units of insulin. At 5:00pm his blood glucose measured "hi" and he bolused 4 units of insulin. At 8:15pm the patient went to the hospital and was admitted to intensive care. When the nurse removed the infusion site the cannula was bent. The patient believes the infusion device does not properly display e4. No further info is available. The infusion device was requested to be returned for eval.